Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer had high blood glucose of 521 mg/dl. It was reported that high blood glucose may have been due to site issue. Customer did not have any symptoms nor was hospitalized. Customer was treated with site change and manual injection. Insulin pump is not expected to return.